Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. It was reported that the device never controlled the patient¿s bladder problem and caused constant pain in her sciatic nerve. She had the device turned off. It was noted that she "[had] used it in over a year." It was unclear if the patient had been using the device or not. She wondered since she had the device turned off, if she could use a ¿tines¿ unit. Additional information was received from a consumer (con). It was reported that the patient has had their implantable neurostimulator (ins) off because it had not worked since it was implanted on (B)(6) 2008. They stated that it had been turned off for a year and a half prior to the report and they were considering removal of the ins. They noted that they kept going back to their doctor, who did x-rays, and said that the wires were where they were supposed to be. They also went to the gyno-urologist about five years prior to the report, who tried using a clinician programmer and had it so high that the patient screamed. They also went to a gyno-urologist about two years before a year and a half prior to the report, who changed it to eb and flow and that seemed to make it a little better, but then, every time they turned it on, it was constant pain right under the butt cheek and there was constant irritation of the sciatic nerve on the right side. They stated that they thought holding the urine was a muscular issue and was doing physical therapy for that. They said that the ins was aggravating in their hip when they pushed through a door by bumping it with their backside and had to learn to stop doing that. They also had to switch how they were sitting in a car. They further stated that, when they did the test, they got a better response on the left side, but the healthcare professional (hcp) put it on their right side. They said the hcp said that there was a better response on the right during the procedure. They said, prior to the implant, they had been on every medication for bladder spasms. They finally quit going back to the hcp and stated, as soon as they get medicare, they wanted to have it taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.